Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged. The dislodgement was noted on an x-ray. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. No further information is available. This report will be updated if more information becomes available.